Event description:
During service by baxter, failure code 16:310:903:0002 was found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation was performed and the reported condition of failure code 16:310:903:0002 was confirmed. Inspection of the pump revealed failure code 16:310:903:0002 was due to bad communication cable for computer. Replaced the communication cable. The pump was tested for proper operation and pump found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA, (B)(4).